Manufacturer narrative:
Complained product will not be not available.

Event description:
Did not injure myself [no adverse event] brush heads come loose mid-brushing, and then they¿re in mouth - oral-b [device breakage] brush heads come loose - oral-b [device connection issue] metal pin on one of the hand pieces has become worn down - oral-b [device physical property issue]. Case narrative: 60 year old male consumer via phone stated that the metal pin on the oral-b toothbrush hand piece became worn down. The oral-b original toothbrush heads came loose mid-brushing, and then were in his mouth. He did not injure himself. No injury was reported. 22-sep-2024 follow up via email and picture: the suspect product was oral-b rechargeable toothbrush handle 3766. The suspect product lot was cb 003 11643. No injury was reported.

Manufacturer narrative:
On 30-sep-2024 case update: product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Did not injure myself [no adverse event]. Brush heads come loose mid-brushing, and then they¿re in mouth - oral-b [device breakage]. Brush heads come loose - oral-b [device connection issue]. Metal pin on one of the hand pieces has become worn down - oral-b [device physical property issue]. Case narrative: 60 year old male consumer via phone stated that the metal pin on the oral-b toothbrush hand piece became worn down. The oral-b original toothbrush heads came loose mid-brushing, and then were in his mouth. He did not injure himself. No injury was reported. On 22-sep-2024 follow up via email and picture: the suspect product was oral-b rechargeable toothbrush handle 3766. The suspect product lot was cb 003 11643. No injury was reported. On 22-oct-2024 case update: the suspect product lot was 2cb 003 11643. No injury was reported.

Manufacturer narrative:
13-nov-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Did not injure myself [no adverse event]. Brush heads come loose mid-brushing, and then they¿re in mouth - oral-b [device breakage] brush heads come loose - oral-b [device connection issue] metal pin on one of the hand pieces has become worn down - oral-b [device physical property issue] case narrative: 60 year old male consumer via phone stated that the metal pin on the oral-b toothbrush hand piece became worn down. The oral-b original toothbrush heads came loose mid-brushing, and then were in his mouth. He did not injure himself. No injury was reported. 22-sep-2024 follow up via email and picture: the suspect product was oral-b rechargeable toothbrush handle 3766. The suspect product lot was cb 003 11643. No injury was reported. 22-oct-2024 case update: the suspect product lot was 2cb 003 11643. No injury was reported. 05-nov-2024 case update from information initially received on 22-oct-2024: the concomitant product was oral-b power oral care refills sensi ultrathin eb60. No injury was reported.